Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, it was noted that the pacemaker was not able to be interrogated and had no magnet response. No intervention was performed and the patient was in stable condition.

Manufacturer narrative:
The reported events of failure to interrogate and wireless communication problems were confirmed. As received, a complete pacemaker was returned in normal condition with battery voltage above the elective replacement indicator (eri). The analysis of the hybrid indicates telemetry failure, which is consistent with the xena integrated circuit anomaly. A longevity assessment was performed and the device was in the normal range of operation with appropriate remaining longevity. No other anomalies were seen.

Event description:
New information noted that the patient presented in clinic and a review of the remote transmission revealed a notification that the device had temporarily suspended radio frequency (rf) telemetry. The pacemaker was explanted and replaced. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: this statement should have been added to the previous report. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device passed all the quality control tests and met specifications prior to leaving abbott's manufacturing facilities.